Manufacturer narrative:
As reported in a research article, a patient was implanted with a 30mm amplatzer occluder for patent foramen ovale (pfo) closure; an event of paroxysmal atrial fibrillation was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "atrial fibrillation screening on systematic ambulatory electrocardiogram monitoring after percutaneous patent foramen ovale closure: a prospective study", was reviewed. This prospective multicenter research article presents a case on a 58 year old male patient implanted with a 30mm amplatzer occluder successfully due to acute ischemic stroke. 40 days post implant procedure, during follow-up, the patient experienced paroxysmal atrial fibrillation that lasted 24 hours. The patient was asymptomatic. The patient received direct oral anticoagulant therapy. The article concluded in highly selected patients, incidence of af, evaluated with 3 systematic 24-hour aecg within 6 month following pfo closure, was low (5%). [The primary author is florence leciercq, md, department of cardiology, (B)(6) hospital of (B)(6), with email address: (B)(6).